Manufacturer narrative:
The associated genesis ii oval resurfacing patellar component, genesis ii long stem, journey tibial baseplate, journey ii bcs femoral component and journey ii articular insert were not returned for evaluation. A clinical evaluation noted that based on the information provided the root cause of poor range of the motion, multiple fall history, and the left knee arthrofibrosis could not definitively be determined. However, the reported non-compliance, chronic opiod usage, morbid obesity, and fall history cannot be ruled out as contributory factors to the reported issues. The future impact to the patient cannot be determined. No further clinical/medical assessment is warranted at this time. Our investigation including a review of the manufacturing records for the listed parts with the listed batches did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a manipulation under anesthesia was performed on the patient due to increased pain and reduced range of motion. No instability identified, procedure completed successfully.